Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 13 after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor did not reveal any malfunction. A review of the raw sensor data showed depressed signal and reference channels since insertion. The glucose suspend alert was triggered when blue norm went below the threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the implant procedure. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 21 april 2025. D4. Additional device information updated. D9 device available for evaluation? Yes on 27 february 2025. G3.date received by the manufacturer? 21 april 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 15 october 2024. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 22, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.